Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by rails which made the drawer hard to open. The field service engineer replaced the rails on drawer and adjusted the channels to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure and jammed. The customer reported that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.